Manufacturer narrative:
H.6. Investigation summary: a device history record review was completed for provided material number 300330 and lot number 2212503. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples were obtained from the manufacturing facility for evaluation. The retained samples were examined; however, no issues with plunger movement were identified. Based on the investigation results, an exact cause could not be determined for this reported incident. With the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that the bd discardit¿ ii syringe with detached bd microlance¿ needle plunger movement difficult. The following information was provided by the initial reporter: customer has faced problem in transferring viscous fluid like bile . During this transfer procedure , plunger part of 20ml discredit was not smooth . Its getting stuck in midway during transfer of the viscous fluid.

Event description:
It was reported that the bd discardit¿ ii syringe with detached bd microlance¿ needle plunger movement difficult. The following information was provided by the initial reporter: customer has faced problem in transferring viscous fluid like bile . During this transfer procedure , plunger part of 20ml discredit was not smooth . Its getting stuck in midway during transfer of the viscous fluid.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.